Event description:
It was reported that during a supply change, fluid was observed leaking from the ilet at the press-and-hold step, with the source uncertain between the cartridge and the connector; troubleshooting addressed the connector as the likely component, insulin delivery was paused, and the user completed a full supply change including cartridge and connector replacement before safely resuming delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a fluid leak associated with the connector/coupler, consistent with a leakage at a seal. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.